Manufacturer narrative:
The unit was returned for investigation and was tested using our standard operating procedures. Upon receipt, it was found that two transistors and a capacitor on one of the driver boards were damaged, which caused the unit to exhibit a "heater power readback fault" alarm. This can occur when there is a power feedback circuit malfunction. The alarm message on the screen instructs the user: "restart system and retry. Service machine if error persists." The operator's manual also instructs the user to "power down and service machine if error persists." The unit had not been returned to belmont for servicing since it was initially shipped in 2015 and we therefore have no service history for this unit. The manufacturing records for this serial number were reviewed and nothing notable was observed. The components were replaced and the unit was returned to the distributor. It was reported that there was no injury to the patient.

Event description:
Our distributor received a complaint from the user facility and reported that the unit was infusing for 2 hours at 150 to 250ml/min during cardiovascular surgery and exhibited a "heater readback fault" alarm at the end of the process. The unit continuously exhibited the same alarm after it was restarted.